Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that a catheter anchor failed to deploy. It bunched up on the deploy device even after several attempts to rotate on the metal rod. The catheter was implanted without a catheter. Patency of the catheter was confirmed. The product issue was resolved. There was either a batch issue or a design issue as the problem had been seen before. The anchor was stuck to tight or chemically to the tip of the metal rod and would not slide onto the catheter. There were no symptoms or complications associated with the event. The patient status at the time of the report was ¿alive ¿ no injury.¿ it was initially reported that the device was implanted (B)(6) 2014, but follow up information received indicated the event was reported on (B)(6) 2014. The system was being used to deliver morphine.